Manufacturer narrative:
Should additional information become available this event will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to an erosion. The rest of the implanting system are compromised of competitor products, but was also explanted. No further adverse patient effects were associated with the explant procedure.